Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other three proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of the first two proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the tavi procedure was completed; however, hemostasis was not fully achieved with the pre-placed proglide sutures. A third proglide device was deployed at the 12 o'clock position; however, there was a struggle to get strong bleed back from the marker lumen and the suture pulled out. A fourth proglide device was attempted at about the 3 o'clock position; however, there was also an issue with low bleedback and the suture came out. As hemostasis wasn't achieved, a femoral angiogram was taken to assess the puncture site. The angiogram determined that there was a "distortion" around the puncture site and there was evidence that the back wall had been captured by the sutures of the second proglide device that had been pre-placed. There was high calcium around the access site. The patient was also very agitated during the procedure with high leg movement when the second proglide device had been deployed. The patient had a cut down surgical procedure under general anesthesia to repair the access site and hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure due to the issue with the proglide devices and the need for cut down surgery. There was no reported adverse patient sequela. No additional information was provided.